Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline revision.specific component(s) involved: driveline malfunction.additional text: driveline revision due to wires showing.other component:causative or contributing factor: patient noncompliance in device maintenance and protection.other cause:intervention(s): other interventions, specify.other intervention : driveline revision.implant device type: lvad.